Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had up and down buttons were less responsive. The blood glucose was unknown. The customer also reported that upper right corner of the screen had crack. The device will not be returned for the analysis.